Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that insulin was not pushing through manually with their infusion set. It was also found insulin could not be delivered with the current infusion set and reservoir. Customer's blood glucose was unknown. The mother reported resolving the issue with a reservoir and infusion set change. The reservoir will not be returned for analysis.